Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a right knee revision - no surgical reason provided update from sales rep "reason for revision: instability, insert was exchanged for 'a-p lipped tibial insert med "